Event description:
During a laparoscopic cholecystectomy procedure, it was reported by the affiliate that the clips are not firing correctly. The clips do not hold in the jaws of the device.

Manufacturer narrative:
Visual inspections & results: clip in jaws a-yes bc-no, damaged jaws abc-no, damaged cutter n/a, damaged feed bar abc-no, damaged floor abc-no, damaged handle shrouds abc-no, damaged other abc-no, damged tip shrouds abc-no, damaged trigger abc-no, damaged tube abc-no, damaged weld seams abc-no. Functional tests & results: antibackup functional abc-yes, firing: feed conform abc-yes, firing: form conform abc-yes, jaws: hold clip ac-yes b-no, jaws: inside width at tips a-.171 b-.172 c-.178, lockout functional abc-yes, number of clips fed and formed a-6 b-16 c-3. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident on two of the returned instruments. Two of the returned instruments cylced, fed and formed the remaining clips as designed. The reported incident could not be recreated. The remaining instrument was fired and it was noted that the instrument spit clips out of the instrument intermittently. Upon further examination, it was noted that there was excess silicone sealant in the instrument that may have caused the clips to spit out intermittently. Employee awareness sessions will be held as a result of this inquiry. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.